Event description:
Healthcare professional reported left side deflation. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed, a cracked valve seat diaphragm valve. Additional observations: white particles observed inside device. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.